Event description:
It was reported that the patient's device is not able to connect with several merlin transmitters. The patient now has an inductive transmitter that they are able to connect to, but the rf transmitters were unsuccessful. The most recent merlin transmission was checked from the inductive transmitter, and found that rf is not functioning. Troubleshooting will be performed in attempt to resolve the rf telemetry issue when patient presents to the next clinic check.